Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. Customer¿s low blood glucose level was 42 mg/dl and high blood glucose level was unknown. The customer experienced symptoms of high blood glucose such as positive results in ketones test, nausea, abdominal pain, and breathing difficulty. The insulin pump will not be returned for analysis.